Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 498 mg/dl, which was treated with manual injections customer did not have symptoms. Customer inquired if being at high elevations in the mountains contributed to high blood glucose. Customer could not continue troubleshooting due to driving in the mountains. Customer would call back when down from the mountains.